Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the balloon of a coda lp balloon catheter ruptured during an endovascular abdominal aortic repair (evar) on a 90-year-old male patient. Vessel dilation was performed prior to the evar procedure. The diameter of the access vessel (femoral artery) was approximately 6.2mm x 7.8mm. The delivery system was flushed both from the proximal end and through the hemostatic valve during preparation. The hydrophilic coating on the sheath was activated prior to advancing. During the procedure, a zimb-22-108 (lot#13893473), a zisl-13-42 (lot# 13614654) were placed into the patient without incident. Following placement of the stent grafts, the physician prepared the coda for ballooning. When inserting the device into the sheath of the zimb-22-108 (lot#13893473) that was left on the ipsilateral side, the coda ruptured during ballooning of the proximal neck. This was confirmed under fluoroscopy. The physician then opened another like device (coda-2-9.0-35-120-32/lot unknown) to complete the procedure successfully. It was noted that vessel calcification was present in the area of difficulty. Vessel spasms did not occur. The physician was able to land the device within the planned target zone. The physician stated that the balloon was not over-expanded. A cook representative that was present for the case noted that it was difficult to tell if balloon rupture occurred due to barbs on the bare stent or from vessel calcification present. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Customer (person): phone: (B)(6), postal code: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation / evaluation: (B)(6) hospital informed cook on (B)(6) 2023 of an incident involving a coda lp balloon catheter (rpn: coda-2-9.0-35-120-32; lot#: 14953231). On (B)(6) 2023, a (B)(6) year-old male patient underwent an evar (endovascular aneurysm repair) procedure. After placement of the stent grafts the physician prepared the coda-2-9.0-35-120-32 for ballooning. The complaint device (coda-2-9.0-35-120-32) was inserted through the sheath of the zimb-22-108 (lot#: 13893473) on the left ipsilateral side. Ballooning was performed at the proximal neck and rupture of the coda was confirmed under fluoroscopy according to the site. The sales rep was present and stated, ¿the ballooning was performed inside the stent graft, but a few millimeters of the balloon was located at the bare stent part. It is difficult to tell if the balloon ruptured because of the barbs or calcification of the patient or other causes.¿ another device (coda-2-9.0-35-120-32/lot unknown) was opened, and the ballooning was completed successfully. The patient had severe tortuosity and there was calcification in the area of difficulty. Reviews of documentation including complaint history, device history record (DHR), drawing, instructions for use (IFU), manufacturing instructions, quality control procedures, and specifications, as well as a visual inspection of the returned device, were conducted during the investigation. One used device (coda-2-9.0-35-120-32) was returned to cook for investigation. Upon visual inspections, the investigators noted the balloon was visibly ruptured. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot: 14953231 revealed two relevant non-conformances regarding the balloon not staying inflated. All of the non-conformances were all correctly identified, scrapped, and the remaining lot was sent to quality control for 100% inspection, giving no indication that the device was sent non-conforming. Evidence provided by the complaint facility, device failure analysis, device history record, complaint history, and manufacturing documents suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Cook also reviewed product labeling. The product IFU, t_codalp_rev3 ¿coda and coda lp balloon catheters,¿ provides the following information to the user related to the reported failure mode: device description: the ¿distal ¿lumen extends the length of the catheter and is used for placement over wire guides. Warnings: do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown in fig. 1. Over-inflation of balloon may result in: damage to vessel wall and/or vessel rupture. Rupture of balloon. Precautions: this product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of vascular access sheaths, angiographic catheters and wire guides be employed. Always manipulate catheter using fluoroscopic control. Product recommendations: wire guide selection. The catheter is compatible with .035 inch wire guides. Balloon introduction and inflation: advance balloon catheter over a pre-positioned .035 inch wire guide, utilizing a minimum 14.0 french introducer sheath for the 10.0 french coda balloon catheter or a minimum 12.0 french introducer sheath for the 9.0 french coda lp balloon catheter. Note: if resistance is met while advancing the wire guide or balloon catheter, determine the cause and proceed with caution. How supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for on-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred. Cook also reviewed product labeling for the zimb, because the coda ruptured while ballooning the proximal neck. The product IFU, t_zalpha_rev5 ¿zenith alpha abdominal endovascular graft,¿ provides the following information to the user related to the reported failure mode: 4.5 implant procedure. The zenith alpha abdominal endovascular graft incorporates a suprarenal stent with fixation barbs. Exercise extreme caution when manipulating interventional and angiographic devices in the region of the suprarenal stent. 4.6 molding balloon use: do not inflate the balloon in vessel outside of the graft, as doing so may cause damage to the vessel. Use the balloon in accordance with its labeling. Use care when inflating the balloon within the graft in the presence of calcification, as excessive inflation may cause damage to the vessel. Confirm completed deflation of the balloon prior to repositioning. 10.1.9 molding balloon insertion: caution: do not inflate the balloon in the vessel outside of the graft. 5. Expand the molding balloon with diluted contrast media (as directed by the manufacturer) in the area of the most proximal covered stent and the infrarenal neck, starting proximally and working in the distal direction. Caution: confirm complete deflation of the balloon prior to repositioning caution: the hemostatic valve must be open prior to repositioning of the molding balloon. Based on the information provided, inspection of the returned device, and the results of the investigation, cook could not establish a definitive cause for the failure mode. However, a likely contributing factor was patient condition/anatomy. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.